Event description:
Literature was reviewed regarding ¿comparison of treatment outcomes between graft replacement and aneurysmorrhaphy with graft preservation for type 2 endoleaks after endovascular abdominal aortic aneurysm repair¿. The time frame of this study was over a fifteen year period. Endurant and non-mdt stent grafts were implanted in the patient population. The following adverse events occurred: infection, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿comparison of treatment outcomes between graft replacement and aneurysmorrhaphy with graft preservation for type 2 endoleaks after endovascular abdominal aortic aneurysm repair¿. Morisaki k, yoshino s, matsuda d, kurose s, okadome j, nakayama k, yoshiga r, inoue k, furuyama t, yamaoka t, kume m, matsumoto t, okazaki j, ito h, onohara t, yoshizumi t annals of vascular surgery. 2025 apr; 113:186-194. Doi: 10.1016/j.avsg.2025.01.015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.